Event description:
Customer reported no spo2 readings from the passport 2 monitor. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and reseated the chip on the spo2 board. Unit was calibrated and safety tested to factory's specifications.